Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported controller (ptm) was "screwed up/unstable" and they did not know if the battery was going. Pt described setting the neurostimulator (ins) therapy intensity at 7.1 4-5 times this morning but the "charge" automatically drops back to 0. Pt said "you feel it b/c you don't feel anything in your legs, where at other times you feel a lot of electricity in both legs". Pt said they did not know if they needed a new battery, if there was a temporary fix until they get a new battery, ot if they could use aa batteries. Pt said there was a definite problem and it was not going away. While trying to clarify with pt the issue was related to the ins programmed therapy setting and not the ptm battery, pt apologized stating it was upsetting. Pt stated the problem began over the weekend either saturday or sunday. The patient was redirected to their healthcare provider to further address the issue. Pt said sunday they were getting a reading saying it could not find the device that was implanted but after they did it 4-5 times it found it.